Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migrated micro-insert"), pregnancy with contraceptive device ("unintended pregnancy") and abortion spontaneous ("miscarriage") in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 4 (on (B)(6)2010; (B)(6)2010) and ectopic pregnancy (right fallopian tube was removed) in 2012. Previously administered products included for an unreported indication: sprintec. On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, 1 month after insertion of essure, the patient experienced abdominal pain lower ("pain/lower abdominal"). On (B)(6)2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with malaise and nausea. In (B)(6)2015, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (B)(6)2015 she underwent a salpingectomy, during which her left fallopian tube was removed). Essure was removed on (B)(6)2015. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, pelvic pain and abdominal pain lower outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, device dislocation, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Insertion details: essure micro-insert placed successfully into the ostium. 4 coils visible on the left noted in the findings detail. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - in (B)(6)2015: positive; on an unknown date: miscarriage in 4 to 5 wks of gestation hysterosalpingogram - on (B)(6)2014: full occlusion of fallopian tube pregnancy test - in (B)(6)2015: positive. Confirms full occlusion of the fallopian tubes. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 23-oct-2018: plaintiff fact sheet received, new reporter , essure indication and event pain were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migrated micro-insert"), pregnancy with contraceptive device ("unintended pregnancy") and abortion spontaneous ("miscarriage") in a female patient who received essure for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient started essure. The patient's last menstrual period was on an unknown date and estimated date of delivery was on an unknown date. The patient received essure during the first trimester of pregnancy. In (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with malaise and nausea and abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery ((B)(6) 2015 she underwent a salpingectomy, during which her left fallopian tube was removed). At the time of the report, the device dislocation outcome was unknown and the pregnancy with contraceptive device and abortion spontaneous outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered device dislocation, pregnancy with contraceptive device and abortion spontaneous to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2014: hysterosalpingogram result was full occlusion of fallopian tube. In (B)(6) 2015: human chorionic gonadotropin result was positive and pregnancy test result was positive. On an unknown date: human chorionic gonadotropin result was miscarriage in (B)(6) of gestation. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted. She had a migrated micro-insert (device dislocation). She got pregnant, although hsg test showed full occlusion of fallopian tube, followed by a miscarriage in (B)(6) of gestation. A left salpingectomy, was performed around 1 year after insertion. All events are serious due to medical importance. Miscarriage is unanticipated in essure reference safety information while other events are anticipated. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be a dislocation/ migration, or occur as a result of uterine perforation. In the case, event was detected after insertion. Given event's nature, a causal relationship cannot be excluded. Unintended pregnancies may occur during any contraceptive use. In this case, consumer experienced a device dislocation and got pregnant. It is unknown whether the device dislocated first and the pregnancy followed, or whether it was in place during the conception and dislocated later, during pregnancy. Considering that is not known for sure, the possibility of contraceptive failure cannot be excluded. Spontaneous abortion is the most common complication of early human pregnancy. Most spontaneous abortions occur during the first trimester of pregnancy. This is considered to be due to a high number of abnormal embryos presenting with either chromosomal and/or gross morphological abnormalities. Since most spontaneous abortions are related to chromosome abnormalities, and the mechanical interference of micro-inserts in early developing pregnancy is unlikely, causality can be excluded. This case was regarded as incident since surgical intervention was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migrated micro-insert"), pregnancy with contraceptive device ("unintended pregnancy") and abortion spontaneous ("miscarriage") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 2 and ectopic pregnancy (right fallopian tube was removed) in 2012. Previously administered products included for an unreported indication: sprinted. On (B)(6) 2014, the patient had essure inserted. In april 2015, 8 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with malaise and nausea. In april 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("pain/lower abdominal"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery ((B)(6) 2015 she underwent a salpingectomy, during which her left fallopian tube was removed). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous and abdominal pain lower outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, device dislocation and pregnancy with contraceptive device to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Insertion details: essure micro-insert placed successfully into the ostium. 4 coils visible on the left noted in the findings detail. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - in april 2015: positive; on an unknown date: miscarriage in 4 to 5 wks of gestation hysterosalpingogram - on (B)(6) 2014: full occlusion of fallopian tube pregnancy test - in april 2015: positive quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: new event: abdominal pain lower was added. On (B)(6) 2018: mr received: reporter added, case became medically confirmed. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 3-mar-2017: quality safety evaluation of ptc company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted. She had a migrated micro-insert (device dislocation). She got pregnant, although hsg test showed full occlusion of fallopian tube, followed by a miscarriage in (B)(6) weeks of gestation. A left salpingectomy, was performed around 1 year after insertion. Miscarriage is unanticipated in essure reference safety information while other events are anticipated. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be a dislocation/ migration, or occur as a result of uterine perforation. In the case, event was detected after insertion. Given event's nature, a causal relationship cannot be excluded. Unintended pregnancies may occur during any contraceptive use. In this case, consumer experienced a device dislocation and got pregnant. It is unknown whether the device dislocated first and the pregnancy followed, or whether it was in place during the conception and dislocated later, during pregnancy. Considering that is not known for sure, the possibility of contraceptive failure cannot be excluded. Spontaneous abortion is the most common complication of early human pregnancy. Most spontaneous abortions occur during the first trimester of pregnancy. Since most spontaneous abortions are related to chromosome abnormalities, and the mechanical interference of micro-inserts in early developing pregnancy is unlikely, causality can be excluded. This case was regarded as incident since intervention was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events and lack of efficacy are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.